Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026 the patient experienced loss of consciousness. It was unknown what the CGM device was displaying at that time, but no alert had sounded. The patient was found around 09:00 PM, after which an ambulance was called. The patient went to the hospital where they arrived around 12:05 AM, and when a fingerstick was taken the blood glucose reading was 1100 mg/dL. The patient subsequently went into a coma and remained unconscious until 4 days after. The patient was unable to provide specific details regarding the medication or treatment, but recalls being given an insulin pen. No further information was reported and the patient was discharged 6 days after arriving at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.